Event description:
Pt was being lifted from the bed and being transferred to the wheelchair when the pt fell to the floor. When the pt was almost over the wheelchair the right clip broke and pt fell to the floor. His left leg was still in the sling. Pt's leg was swelling, but no further info was released.

Manufacturer narrative:
Additional info will be provided upon the conclusion of their investigation.